Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. It was reported thermolysis in the esophagus occurred. Ablation was performed with an intellanav oi standard curve ablation catheter. During the procedure there was a rapid rise in esophageal temperature during pulmonary vein isolation. The event was reported to be causally related to the study procedure and possibly related to the device. Seven days after the event, a fully covered stent was inserted into the patient¿s esophagus by means of endoscopy. The patient was discharged from the hospital on (B)(6) 2017. The event resolved on (B)(6) 2017.